Event description:
The physician noticed a crack in the catheter hub when initially flushing the neuron catheter. Saline was leaking out of the hub. The physician decided to switch to a different guide catheter.

Manufacturer narrative:
Technical evaluation: during flushing, a leak in the hub was observed. The distal tip of the catheter had a single axis bend and twisting flat-spots. The hub showed a crack at the lure wall. Conclusion: the incident was confirmed as reported. The damage to the distal tip is typical of post-incident handling damage. The damage to the lure hub is typical of overtightening damage. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-04 (lot #l15401). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.